Event description:
Hemodialysis treatment in 08/02 with complaints of chills, diarrhea, post temp of 100.4 f. Blood cultures 2x. Sent to ER via ambulance. The hospital was found to have abnormal pancreatic enzymes as well as hepatic function enzymes. Went into coma that was felt to be hepatic. Pt died from unknown hepatic failure. No autopsy was performed. Hospital labs reported hemolysis present.